Event description:
Boston scientific received information that the patient with this device was presented with the device emitting beeping tones. The patient had not been seen for nearly 11 months. The patient had been enduring radiation therapy for pancreatic cancer and was scheduled for another ten sessions. Upon device interrogation, a red fault screen was displayed, indicating the device had entered fallback mode. The device was reprogrammed to a single zone and duration. The plan was to perform a device explant procedure, however, technical services was consulted and discussed the possibility of waiting to explant until the radiation therapy was complete to avoid affecting the new device. If this path was chosen, it was recommended to interrogate the device after each radiation session to ensure device function. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was then returned to the cath lab and was unable to be retrieved for reliability analysis.